Event description:
A malfunction alarm was reported with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue reappeared.